Event description:
It was reported that the patient's device was making it very difficult to walk. It was further reported that the patient had turned the device off about a month prior to the report but she could still feel it "pulsating" from her buttocks to her vagina. It was noted that "it was working on the patients nervous system, and at times it hurt her legs so bad she could not even walk." The patient reportedly had this pain since she had the surgery or possible a "couple" months after the surgery. It was also noted that the patient feels tingling in her legs. The patient reportedly could not take the pain any longer and called the e.r. The patient repeatedly stated that it was "working on her nerves." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-33, lot# v758541, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was later reported (B)(6) 2013 that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment (B)(6) 2013. The patient was still having concerns with their device or therapy but had not sought further help. The patient was having bad leg pain, right leg.

Event description:
Additional information received reported the healthcare provider reportedly wanted to do an MRI because, they thought the device was working on the nerves of the patient's legs. A second follow up report will be sent if additional information is received.